Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm513.7, -8.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2024.refractive surprise and low vault was observed. Cause of the event is reported as user error. Additional information has been requested but none has been forthcoming.